Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displays a white screen with green, red, and blue lines. Customer's blood glucose level was 203 mg/dl. Customer used an insulin pen to address blood glucose levels.